Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total hysterectomy with bilateral salpingectomy, after removal of the uterus and bilateral fallopian tubes, the surgeon stitched the vaginal stump, and the suture broke twice during stitching and pulling. The suture was replaced to complete the case. There was no patient injury.